Event description:
It was reported, pt complains of continous swelling since the surgery. She has swelling 24 hrs a day in her right leg. She thinks she may be allergic to something in the implants. She has had blood work to test for allergens and wants to know if any of the allergens she tested positive for are related to her implants.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental report.